Event description:
It was reported that a lead safety switch was trigged due to a high out of range right ventricular pacing impedance measurement on this pacemaker system. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a right ventricular lead revision would be completed during the next scheduled device replacement procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was trigged due to a high out of range right ventricular pacing impedance measurement on this pacemaker system. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a right ventricular lead revision would be completed during the next scheduled device replacement procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This correction supplemental was submitted for corrections to the h6, evaluation conclusion code and h7, if remedial act init, type fields. If pertinent information is provided in the future, an additional supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was trigged due to a high out of range right ventricular pacing impedance measurement on this pacemaker system. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a right ventricular lead revision would be completed during the next scheduled device replacement procedure. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a lead safety switch was trigged due to a high out of range right ventricular pacing impedance measurement on this pacemaker system. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a lead safety switch was trigged due to a high out of range right ventricular pacing impedance measurement on this pacemaker system. Technical services (ts) advised noise was observed due to unipolar sensing configuration but there was no evidence of pacing inhibition. Ts suggested programming options. Additional information from the field representative provided the pacemaker was reprogrammed to bipolar sensing and unipolar pacing. The physician provided a right ventricular lead revision would be completed during the next scheduled device replacement procedure. Additionally, this pacemaker was explanted and replaced due to normal battery depletion. This device has been returned and analysis completed. Other than the surgical procedure, no additional adverse patient effects were reported.